Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-jul-2018 with the following findings: during the investigation, the audio bolus button cover and slug were found to be detached and missing from the pump. The reported ¿audio bolus button damage¿ complaint was duplicated. Unrelated to the original complaint, the display screen contrast was dim and reddish. The battery compartment was also found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging the audio bolus button was missing on the pump. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 01-aug-2018 - : the device has been returned and evaluated by product analysis on 16-jul-2018 with the following findings: during the investigation, the display screen contrast was dim and reddish. The battery compartment was also found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed a cracked/damaged battery compartment and a dim/fading display. This report is made based on the results of the investigation completed 16-jul-2018.